Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that the implantable pulse generator (ipg) set screw of the right ventricular port could not be fixed during the implant. An alternate ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.